Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for dp purge valve, with the testing technician noting whistling heard from the device during the test. Investigation found no obvious leaks, so the recommendation is for the replacement of the porting block adapter and tubing. Customer declined repair upcharge; device to be returned unrepaired. Additionally, incoming inspection per pur5103123 shows device has no damaged components but is missing its rubber feet and threaded cap. Ctq inspection shows no issues. Device error logs show no urgent service alarms.